Event description:
It was reported that following the initial implant procedure where the implantable pulse generator (ipg) was placed, there was a high impedance reading on one of the permanent trial lead contacts, resulting in less pain reduction than was experienced during the trial period. Approximately eleven months after the initial implant procedure, the patient underwent a revision where the lead was replaced. The patient did well post-operatively.

Manufacturer narrative:
Laboratory analysis of the returned device revealed the proximal end of the lead was cleanly cut into two pieces; therefore, electrical test could not be performed and the reported event of high impedances with inadequate stimulation could not be confirmed. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned lead aside from the clean-cut.

Event description:
It was reported that following the initial implant procedure where the implantable pulse generator (ipg) was placed, there was a high impedance reading on one of the permanent trial lead contacts, resulting in less pain reduction than was experienced during the trial period. Approximately eleven months after the initial implant procedure, the patient underwent a revision where the lead was replaced. The patient did well post-operatively.